Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, urticaria, erythema, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported prior to injection patient was pretreated with antisepsis with aqueous chlorhexidine and then injected to the malar region, lower lip corners (infero lateral), and nasolabial folds with 2 ampoules of unspecified juvéderm voluma as well as concomitant injection with botox. Fifteen days later patient returned for another injection of toxin. Twenty days later patient "complained of bags in the zygomatic arches." Patient was injected with hyaluronidase (oto-xylodase) in the zygomatic arches with partial improvement of the edema. Patient was additionally prescribed prednisone and topical topison. Patient has since had recurrent episodes of edema in this region, with spontaneous improvement. After two months patient reports there were 3 recurrent episodes of edema, with one episode being more persistent. Patient was prescribed prednisone with improvement. Physician additionally notes the "sporadic episodes of urticaria" are related to "the emotional state". This is further explained as "episodes of erythematous-edematous lesions dispersed in the body related to the period of emotional stress." The physician further notes the "lesions mentioned above seem to have no relation or concomitance with onset episodes of nodular nodules on the face." Symptoms are ongoing. Patient is scheduled to perform usg, however this has not yet been performed.